Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, on last firing, the surgeon mentioned that the device had a complication. The surgeon reported three times leaks in short period of time following sleeve gastrectomies. The event led to extend the patient¿s hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.